Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During ICD follow-up on (B)(6) 2013, aberrant diagnosis data were displayed, as well as 2 warning messages. During ICD follow-up on (B)(6) 2013, all diagnosis data were normal and no warning was displayed anymore. An explanation was requested. Preliminary analysis showed that the aberrant diagnosis and the 2 warming messages that were displayed on (B)(6) 2013 had been caused by data corruption during transmission from implant memories to the programmer. On (B)(6) 2013 normal ICD and programmer behavior was confirmed.